Event description:
Event: (cc# 98-01073) the iab leaked. Blood was noted in the tubing and back into the pump. On 9/10/98, datascope received the following information: the iab was inserted into the patient on 8/27/98. At approximately 0300 on 8/31/98, the nurse noted that the pressure was low so the tech checked the system and observed blood in the helium suttel line. The iab was switched to standby mode and the surgeon was notified. The iab was removed approximately one hour later. The patient is in stable condition. (On 9/10/98, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: FDA-34955-1998-010) on 9/24/98, the following was reported to datascope: blood was seen entering the helium tubing connection to the iab. The iab was removed and another was inserted. It is unknown if there was any patient injury or complication as a result of the event on 8/31/97. The patient went onto expire on 9/1/98 at 9:03 pm. [Event complications]: unknown - reported 8/31/98 and 9/24/98. [Patient's current status]: expired - rpt'd 9/24/98.